Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, all drawers were failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 1.1 and 1.2 were not detected at the station. The field service engineer (fse) shut down the cabinet, replaced the pyxibus board, and rebooted the station. After replacement, drawer communication was restored and the station returned to normal operation. The system functioned as intended after the field service engineer (fse) resolved the issue.